Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced several events where tape did not stick on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.